Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was in a vehicular accident. The reported blood glucose reading was 322 mg/dl. After the accident, the insulin pump alarmed motor error. Nothing further was reported.